Manufacturer narrative:
During the investigation, a review of complaint history, instructions for use (IFU) and quality control was performed. Per information supplied by the customer, no product will be returned. This product is shipped with an IFU which states warnings, precautions and instructions for use. There is no evidence to suggest that the product was not manufactured to specifications. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A tpn line was initially placed on (B)(6) 2014. The line required replacing due to fracture on (B)(6) 2014 (MDR #1820334-2015-00218). The line fractured again on (B)(6) 2015 (MDR # 1820334-2015-00219) where it was replaced with a new tpn line. On (B)(6) 2015 the line was fractured, but it was repaired with the tpn repair kit. The line is working and insitu still for tpn therapy.

Manufacturer narrative:
(B)(4). The event is currently under investigation.